Manufacturer narrative:
H10: the replaced touchscreen part was returned to the philips product investigation lab (pil) to be evaluated by a pil technician. The touchscreen touch circuit failed required resistance testing, confirming the alleged device issue. The high out of specification resistance results were determined to be the reason for the confirmed touchscreen misalignment issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that touch position was misaligned. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the touch position misalignment issue. The issue was not resolved by calibrating the touchscreen, so the touchscreen was replaced and the reported issue was resolved. No further abnormality was seen following the replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter information: (B)(6).